Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 1707103, medical device expiration date: 2019-12-31,  device manufacture date: 2017-07-31. Medical device lot #: 1707110, medical device expiration date: 2019-12-31,  device manufacture date: 2017-07-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported floating matter was found in the syringe of a bd phaseal¿ injector luer lock n35j when preparing endoxan. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer complaints about fm found in the syringe after having used phaseal devices. One sample was received for evaluation. No fm was found inside the syringes. No defects were found at injector's cannula. No non-conformances were found during device history record review (lots#1707103 and 1707110). Fragmentation tests results in both lots are acceptable. Several factors can influence coring tendency (including human error, excessive welding of the membrane, defective needles and poor quality of stoppers). Phaseal needles are designed to reduce the coring tendency. Possible causes if coring comes from membrane: a) human error: performing multiple injections on the membrane could lead to fragmentation. B) machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C) materials: needles. See below. If coring comes from rubber stopper: d) materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. E) materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. F) misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Conclusion: no fm was found inside the syringes. No defects were found at injector's cannula. No non-conformances were found during DHR review (lots#1707103 and 1707110). Fragmentation tests results in both lots are acceptable. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.